Event description:
The cardiologist attempted arteriotomy closure using a prostar xl 8 fr. Device. Resistance was encountered when deploying the device. A needle stall in the barrel was confirmed by fluoroscopy. Needle backdown was unsuccessful. A vascular surgeon was called to the cath lab to remove the device. He pulled the device out and achieved closure with manual compression and femstop. The pt recovered without incident.